Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case by the handle, tubing guides, battery door and right plunger case were cracked. The plunger head felt loose and rotated downward. A review of the event history log (ehl) identified motor rate error. During the functional the motor rate error was unable to be duplicated. Visual inspection confirmed plunger head movement. The root cause of the motor rate error was due to normal wear as the parts were over 10 years old. The root cause of the plunger head damage was due to customer impact to the device. Replaced stepper motor, old motor mount, worm coupling, worm gear and installed delrin washer. Also replaced lead screw and both clutch halves as a preventative measure. Replaced carriage and plunger tube. Performed preventative maintenance, occlusion test, and all functional tests which passed. Corrected data: g5: 510k number.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor rate error and twisted downward. No patient injury reported.